Manufacturer narrative:
The equipment was received in vyaire facility. Service technician powered the vent on and confirmed the blower demand and the patient circuit fault alarm. Replaced the blower module with a known good one and passed. Root cause is the blower module. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator has blower demand error. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.